Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to stress urinary incontinence and pelvic organ prolapse with concurrent cystocele. It was also reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, and bleeding. It was further reported that patient underwent mesh revision/removal on (B)(6) 2009 while getting vaginal exam, the doctor carefully removed mesh with scissors. No additional information was provided.